Manufacturer narrative:
Other, other text: h10 ? Device evaluation results: one cadd solis vip pump was returned in used condition. A review of the event history log evidenced the following: (B)(6) 2020 1:44:45 pm high alarm displayed: cassette not attached properly. The customer reported product problem (pump alarms cassette not attached properly) was not reproduced during the investigation. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. Based on the message in the event history log, the dso sensor was replaced.

Event description:
Information was received indicating that a smiths medical pump is alarming "cassette not attached properly" when latch is closed. There were no reported adverse events.